Event description:
It was reported to philips that the device had a missing battery. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device had a missing battery. There was no patient involvement. The field service engineer (fse) and bench technician confirmed the device is missing the battery. The device needs a battery. The customer has been advised to purchase a battery through philips commercial line. The battery is a consumable part that has a life expectancy. There is no indication that this battery failure was early or unusual; no additional evaluation of the failed battery is warranted.